Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported there were no problems or causes identified regarding the longevity concern and thus no actions/interventions took place since no problem was identified. The rep. Further reported, which they confirmed with the healthcare provider (hcp), the longevity concern was resolved. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for es sential tremor and movement disorders. The rep reported that there was a concern with the patient's ins longevity, as it was checked in (B)(6) 2018 and the voltage was 2.96v but today it was 2.65v. The rep reported the following settings: left: c+ 1- 2- 5.3v, 130 pw, 190 rate, unknown impedance right: 10+ 9- 3.2v, 90 pw, 190 rate, unknown impedance 24 hours/day therapy impedance at 1200 ohms: eri at 14.86 months, eos at 17.86 months therapy impedance at 1000 ohms: eri at 12.35 months, eos at 15.35 months no patient symptoms were reported. No further patient complications have been reported as a result of this event.